Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse was not able to reproduce the problem but found fault #118 in the log files. Then the fse had further troubleshooted the unit and suspect that the issue to be there in the "d104-00-0031"- drive manifold assembly but for the precautionary measures fse had replaced the "drive pressure transducer" as well. Then the fse had further re-calibrated all the transducers and performed all pm functional and calibration procedures. The unit had passed all the test and is now ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not functional. There was no patient harm.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not functional. Customer stated the unit shut down with a constant alarm. There was no patient involved.